Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels since (B)(6) 2016, and reported a bg level over 400 (mg/dl) on (B)(6) 2016. Reportedly, customer has attempted to address elevated bg levels with boluses and changing infusion site; however, bg levels have continued to remain elevated. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.